Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufactrer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the turbine module was replaced and returned for further investigation. Simulated use testing of the received turbine module has been able to reproduce the described customer issue. An evaluation of the received device logs could confirm the event but the date of event is altered to 2021-01-15 which is the date for the first appearance of the failure. A defect turbine in the turbine module caused the unit to fail the pre-use check (puc). Ventilation test resulted in the triggering of a technical alarm indicating timing errors in the turbine. Replacement of the turbine resulted in passing the pre-use check. A defect turbine module may lead to a stopped air supply during ventilation. This may, depending on the o2 concentration being used lead to a higher than set o2 concentration being delivered. If no o2 is available this will lead to a stop of ventilation. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a malfunctioning turbine in the turbine module.